Manufacturer narrative:
(B)(4). The explanted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient was in a slow ventricular tachycardia (vt) at 160 bpm. Double counting was observed, resulting in the shock being delivered. The device rate cut off was reprogrammed, the patient's medication was adjusted, and the patient underwent a vt ablation procedure. The physician considered replacing the s-ICD system with a transvenous one, but the patient's condition was not optimal for another procedure. The patient was discharged to recover at home. No adverse patient effects were reported. It was later reported the patient received another inappropriate shock for vt one day after being discharged from the hospital. The patient was rehospitalized due to not feeling well, with fatigue and shortness of breath. At this time, the s-ICD system was explanted and the patient received a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.